Event description:
Failure to capture lv no capture at programmed output. Do note gradual rise in lv threshold. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).